Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when the implantable neurostimulator (ins) battery was low the patient started having spasms a lot. It was noted that the patient had experienced some falls partially due to the spasms and partially from chasing puppies around. It was noted that the spasms started about 2 months ago. It was noted that the patient had fallen in (B)(6) and last night. It was noted that the patient had a burning sensation at the pocket site. It was noted that the burning started 3 months ago. It was noted that the patient spoke with the manufacturer representative today. Additional information reported that the patient received assistance from their health care professional (hcp) or manufacturer representative on (B)(6) 2013 and their concerns were resolved. It was noted that the patient still had concerns regarding their device or therapy but was working with their health care professional (hcp) and had appointments on (B)(6) 2013.